Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, the bending section rubber cement had a defect. The root cause could not be identified. According to the investigation the most probable cause of the complaint could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during service/maintenance, the cystonephrofiberscope had raised glue and distal sheath. There was no patient involvement.